Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, the issue relating to globules in the serum was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for globules in the serum with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined, however it is understood that patient conditions, tube storage and processing conditions, and centrifugation settings, can impact on the quality of the serum and the presence of gel globules. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had floating gel globules and fibrin presence. The following information was provided by the initial reporter: ¿ floating gel globules + fibrin presence.¿

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7275964. Medical device expiration date: 2019-04-30. Device manufacture date: 2017-10-02. Medical device lot #: 8036686. Medical device expiration date: 2019-07-31. Device manufacture date: 2018-02-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had floating gel globules and fibrin presence. The following information was provided by the initial reporter: "floating gel globules + fibrin presence."